Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. Blood was present inside the device. Inspection of the device revealed that the collar and shaft were damaged. The shaft was partially separated with the ptfe inside the shaft pulled away from the collar and slightly twisted at the entrance of the collar. The partial separation of the shaft and the damage to the collar, indicate that there was force applied and rotation to the device to causing the damage and not allowing a device to pass through the shaft. The shaft was also kinked 22.7cm distal of the collar. The ID (inner diameter) of the tip was measured using a calibrated pin gauge and the ID was .057 inch, which is within specification. The ID at the collar was not able to be taken, due to the confirmed damage.

Event description:
Reportable based on device investigations completed on 12oct2021. It was reported that the device was kinked. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal superficial femoral artery. A guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that after this device was successfuly advanced, a non-bsc balloon was used. However, it was unable to crossed inside the guidezilla. The device was pulled out with the normal method, however, some part of it was observed to be kinked. The procedure was completed with a different device. There were no complications reported. However, device investigations revealed that the shaft was partially separated.